Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported the gasket was damaged and fell off into the patient body. The broken piece was retrieved completely. Another device was used to complete the case. There were no adverse consequences to the patient.